Event description:
Post sapien xt valve placement, moderate paravalvular leak (pvl) was observed, requiring deployment of a second valve. During the tavr procedure, bav was performed under rvp with an edwards 20x4 balloon. A 23mm nf+ was prepared with -1cc volume. The valve was positioned and deployed 60/40 aortic/ventricular (a/v) within the annulus under rvp. Tee showed moderate pvl and leaflet overhang. Post-dilation was performed with +1cc, with no improvement in pvl. The decision was made to place a second thv. A second 26mm nf+ was prepared with -1cc volume. The second valve was then positioned and deployed approximately one cell above the first valve. Post deployment tee showed trace-mild pvl. The decision was made to not post-dilate. The patient left the room extubated and in stable condition. The patient¿s annulus diameter is 21mm. The diameter of the annulus via CT was 18.9mmx20.7mm with moderate annular and native leaflet calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the pvl cannot be determined. A second valve was placed one cell higher than the first valve, reducing the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.